Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The sys was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the vertical lift column on the 8800 sys would not work. No pt injury was reported.